Manufacturer narrative:
(B)(4). When the investigation is completed a follow up report will be sent to the FDA.

Event description:
Philips received a report from a customer that a patient was scanned with the sense spine coil for a lumbar spine examination. The patient was covered with a blanket, which caught fire just after the mr examination was started. The patient experienced a heating sensation in the right shoulder, but no serious injury was observed.